Event description:
The customer reported obtaining cartridge chemistry (cc) reagent probe a delivery subsystem motion errors from the unicel dxc 660i synchron access clinical system. The customer also stated that one of the reagent probes leaked fluid onto the reagent probe drip tray. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting. The cts advised the customer to tighten all fittings and clean the probe a slide rail.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the reagent probes, collar washes, hamilton valve, and cartridge chemistry (cc) reagent syringe to resolve the leak and errors. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is unknown; the fse replaced multiple parts to resolve the issues and a specific failure mode could not be identified. (B)(4).